Manufacturer narrative:
Albano l, rohatgi p, kashanian a, bari a, pouratian n. Symptomatic pneumocephalus after deep brain stimulation surgery: report of 2 cases. Stereotact funct neurosurg. 2020:1-7. 10.1159/000505078. Date of event: please note that this date is based off of the date that the article was accepted for publication as the event dates were not provided in the published literature: it was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. Other relevant device(s) are: product ID: 3387, serial/lot #: unknown, implanted: unknown, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued. [(B)(4)].

Event description:
Reported event: a (B)(6) year old female patient implanted with unilateral ventralis intermediate nucleus (vim) of the thalamus deep brain stimulation (dbs) for essential tremor experienced symptomatic pneumocephalus. Of note, the patient had a 1x8 strip electrode placed over the motor cortex during the procedure as part of a research protocol. The patient was transported to post-anesthesia care unit in stable condition without neurological deficit. Routine post-operative brain CT revealed small volume of left subdural frontal pneumocephalus without mass effect measuring 11.8 cc without an intraparenchymal component. On first post-op day, she developed progressive right-sided hemiparesis and expressive dysphasia. A repeat head CT demonstrated pneumocephalus had redistributed along the lead, with surrounding edema noted. Dexamethasone was started and the patient's sodium was verified to be normal. The symptoms didn't improve throughout the day, so surgical exploration took place with removal of burr hole cover and with the lead held in place. The wound was irrigated, the burr hole cover was re-secured and the scalp was closed in normal fashion. Head CT demonstrated resolution of pneumocephalus without shift in lead location. Dexamethasone was slowly tapered off, and the patient was discharged on post-op day 4 with resolution of both language impairment and right hemiparesis. The patient underwent uneventful implantable neurostimulator (ins) placement several weeks later. It was noted that a fibrin burr hole sealant was used to minimize risk of pneumocephalus. The authors noted it was possible that positioning the patient in a semi-recumbent position, with head-of-bed elevated at approximately 20-30 degrees may have contributed to the development of pneumocephalus, but it was difficult to determine the exact cause of the issue. The following device specifics were identified in the literature article: lead model 3387.